Event description:
It was reported that '2 of [the patient's] 4 wires' had not worked since implantation. On (B)(6) 2012, the patient started to 'freeze.' The following day, the patient's implantable neurostimulator (ins) was turned off for a colonoscopy. Post-operation, when the neurostimulator was turned back on, the patient experienced a decreased level of therapeutic effect from their ins. The patient did not know if their ins had been turned back on after the colonoscopy. The patient interrogated the device, but could not confirm the status of the ins because the programmer needed a replacement battery. It was not reported if replacement of the programmer battery resolved the issue. Two weeks later, the status lights of the patient programmer showed that the neurostimulator was on and the battery was 'ok.' The patient scheduled a (B)(6) appointment to see their neurologist. The reason for the appointment was not provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7482a40 serial# (B)(4) implanted: (B)(6) 2010 explanted: na; programmer model 7438 serial# (B)(4); lead model 3389s-40 lot# v159795 implanted: (B)(6) 2010 explanted: na. (B)(4).